Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board. No vibration anomaly, constant tone anomaly or alarm anomaly noted. No burn marks found on the electronics. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained end cap sticker, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump started with constant beeping alarming error alarm, he took battery out and put it back in but pump still showed blank display. Customer states finding a brown spot that looks burnt on pump. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.